Event description:
It was reported to boston scientific corporation on april 21, 2008, that a ultraflex covered ng esophageal stent was used in a stent placement procedure. On twelve days earlier. According to the complainant, "after deployment of the stent in the esophagus, the stent did not expand. In addition, the stent wires were protruding the outer sheath of the stent. The physician placed another ultraflex covered ng esophageal stent inside the first one." No complications were reported as a result of this event.

Manufacturer narrative:
Failure to expand, outer sheath perforation - the device remains implanted in the patient. A device analysis cannot be performed; therefore, the cause of the report malfunction is undetermined. A search of the database revealed that no additional complaints have been reported for the lot.